Event description:
Report 3 of 3. It was reported while testing with panel phoenix nmic/ID-307, e.coli misidentified shigella flexneri. There was no health impact or consequences reported.

Manufacturer narrative:
H.6 investigation summary this complaint is for misidentification and no-ID results when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3321932. The customer did not return panels but provided isolates and phoenix generated lab reports for the investigation. To investigate, two retention panels each from the complaint batch were tested using customer returned isolates escherichia coli # 574, klebsiella pneumoniae # 1489, k. Pneumoniae # 638, e. Coli #196, serratia marcescens # 1381 and e. Coli # 1951 on a phoenix m50 machine and evaluated for identification results. Also, one control panel each from the same material but different batch were inoculated with customer returned isolates e. Coli # 574, k. Pneumoniae # 1489, k. Pneumoniae # 638, e. Coli #196, s. Marcescens # 1381 and e. Coli # 1951 on a phoenix m50 machine and evaluated for identification results. The eighteen panels tested identified their inoculated isolate correctly, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed no additional complaints on complaint batch 3321932. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
Report 3 of 3. It was reported while testing with panel phoenix nmic/ID-307, e.coli misidentified shigella flexneri. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.